Event description:
It was reported that an ultrastab 5l bag with 6 leads and in-line filter had damaged sterile packaging. The reporter stated that the paper backing of the bag was ripped, therefore no longer sterile. This was noticed before the bag was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a small tear on the pouch paper, confirming the reported condition. The cause was unable to be determined. In order to address this condition, as a manufacturing cause cannot be ruled out, the next production of this product will be 100% visually inspected for this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.